Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A faulty patient board set was causing the reported issue. No image was found when connecting 180 scope, only works with 190. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported image issues while using a 180 scope. The image is only seen while connecting a 190 scope. The issue was found during preparation for use. No patient involvement was reported. No additional information has been obtained.